Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received appropriate multiple shocks. The last shock was deemed inappropriate as it was caused by oversensing. Testing of the system was able to reproduce oversensing in the secondary and alternate vectors. The patient was rescreened, and the s-ICD remains in service. No adverse patient effects were reported.